Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.